Manufacturer narrative:
(B)(4). The device was returned for eval. A visual inspection was performed and no parts were found to be separated or missing. The device was inspected using a light microscope and it was found that the edge of the distal tip shows signs of burrs and score marks indicating the device was loaded onto a guide wire. In addition, kinks were observed adjacent from the exit port. However, the burrs nor the kinks exhibited any sharp edges that could have contributed to the reported dissection. The distal tip where the burr was observed is made of (B)(4). The area where the kinks were observed is made of (B)(4) material. These materials are soft and flexible, in case of breakage it would not result sharp edges. In addition, as part of the manufacturer's eval on the returned device, a 0.014" guidewire was loaded into the catheter and no resistance or obstruction was encountered. Functional test was performed and the device passed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted if any new info is obtained.

Event description:
The pt visited the hospital for cataract surgery. At the pre-procedure check, she was observed with an abnormal EKG, then was transferred to cardiac computed tomography (CT); where 90-99% stenosis was observed and bifurcation of lad was observed and pci procedure was warranted. A lesion was lad proximal and calcified with unk severity. During poba procedure, a balloon catheter could not cross the lesion, therefore, rotablation was performed where the vessel was heavily calcified and then successfully dilated by the balloon catheter. After the use of rotablator, the physician tried to image the lesion with the use of the ivus catheter. The tip of the ivus catheter was trapped at the lesion and could not cross. The physician pushed further attempting to cross the area and the ivus catheter became kinked. While trying to cross the lesion, a vessel perforation occurred and dissection occurred from left main artery through lad proximal, lcx proximal, and lcx om. The stent graft was placed where vessel perforated and it stopped the outflow of the blood. However, at this time, the procedure was converted to an open surgery for the dissected vessel. The guide wire remained in the artery and was used to cross the stent delivery catheter to the lesion to implant stent grafts. The pt remained hospitalized and on mechanical ventilator.